Event description:
During the endoscopy, the tip of a cleaning brush came out from the forceps channel of the endoscope. The tip of the cleaning brush was removed from the digestive tract using forceps. The procedure was completed successfully. No harm or injury to the patient was reported.

Manufacturer narrative:
The facility reused single-use cleaning brushes that were not manufactured by fujifilm. It is believed that the tip of the cleaning brush was damaged during brushing of the endoscope channel due to repeated use of the single-use cleaning brush, and that the tip of the brush was left in the channel. The user manual for this endoscope states that the cleaning brush should be checked before and after brushing. Since this facility continues to use this endoscope, it is believed that there is nothing abnormal with this endoscope.